Event description:
After deflating 8f indwelling catheter and in the process of removing the catheter, 1" of the catheter with the deflated balloon portion remained "stuck" in the penis. Additional sterile water soluble lubrication applied to the catheter at the meatus and still not able to remove catheter. Somewhat aggressive traction applied by physician several times until the catheter was able to be removed. Catheter balloon was witnessed as fully deflated when removed. It was then noticed that proximal base of the balloon had an apparent ridge that was most likely the cause of the problem as it increased the diameter of the catheter.